Event description:
Medwatch report number from hospital (B)(4). It was reported to us that during a right posterior tibia pta, a 6f export catheter was inserted into the patient's right groin and down into the leg. Upon removal of the export, it was noted that the end of the catheter was missing. A 4mm micro snare device was inserted and successfully retrieved the end of the export catheter. Additional information has been requested.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.